Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two of the bd safetyglide¿ needle's were not patent (open). The following was received from the initial reporter: product concern -two needles not patent (open).

Manufacturer narrative:
Investigation summary: no samples or photos received by our quality team for evaluation. Furthermore, a device history record review was completed for provided batch number 2188472. According to the sampling plan applied for product performance, this batch was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each lot of needles used in the manufacturing of this batch. During the history review, two lots were identified as having suffered from clogged needles due to silicone. It could be possible some samples are escapes from the incident that occurred during production. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that two of the bd safetyglide¿ needle's were not patent (open). The following was received from the initial reporter: product concern -two needles not patent (open).